Manufacturer narrative:
B3 - date of event is estimated. Section a4: patient weight is unknown.

Event description:
Related manufacturer reference number:3006705815-2024-01956 it was reported that patient experienced multiple falls and is having ineffective coverage of therapy and pain at the ipg site. It was noted that the patient experienced several falls. As such surgical intervention may take place at a later time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.